Event description:
Complainant alleged that the medics were attending a pt (age and gender unknown) who was in cardiac arrest. The medics delivered three shocks at 200 joules, 300 joules and 360 joules, respectively. The pt then was converted to an asystole heart rhythm. The pt then presented a ventricular fibrillation heart rhythm. When the medics then administered a 360 joule shock to the pt, they reported that they heard a "loud pop" and "flying sparks" were observed, and the "pad was half off of pt's chest". The medics then obtained another device to successfully treat the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.